Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Documentation received from a patient representative states patient experienced ¿severe sharp pains in left breast¿ and states the patient¿s implants remained ¿malpositioned¿, ¿painful¿, and ¿demonstrated a poor aesthetic appearance¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The device remains implanted.